Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during a follow up no pacing was seen on the right ventricular channel. The right ventricular (rv) lead measurements were normal. It was also noted that the lead safety switch was turned on but no lead fracture was confirmed per x-ray. A pulse generator (pg) and rv lead revision was mentioned. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that at a follow up unipolar configuration was changed to bipolar and when the patient changed body positions temporary pacing failure was once again observed. A revision took place and the rv lead was capped while the device was explanted and replaced.